Manufacturer narrative:
The device has been returned but the evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available. Device return date is not available. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results indicate that the culture sampling results for all channels (operating channel and air/water channel), distal end, and total conform to the target levels established by the french regulation of july 4, 2016 with a number of revivable microorganisms less than 1 cfu/endoscope. Customer provided information of their reprocessing method. Information of suction and rinsing of channels in not provided. Detergent is used for pre-treatment. Brand name is not provided. During manual cleaning detergent used is aniosyne xl3. Disinfection is not performed. Brushing is performed for the suction channel, suction cylinder, suction piston, instrument channel port, balloon channel, and distal/areas around the elevator. Model numbers of the brushes used is asept inmed ref (B)(4). Disinfecting is not performed for manual cleaning. Automatic endoscopy reprocessor (aer) device is soluscope series 4, 22741. Detergent used with it is soluscope cln and disinfectant used is soluscope paa. The device is stored horizontally in a simple storage cabinet. Maintenance of the device is by olympus.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold for all channels and the distal end. The test was performed prior to use. There was no contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause. Test results of (B)(6) 2022, are as follows: for distal end: micrococcus species 16/cfu for total: micrococcus species greater than 80. Conclusion: the microbes being found in the device, the results were non-conforming and corresponding to level of action as established by the french regulation of july 4, 2016 and instructions of aug 2, 2018. The device was not cleared for service; a further reprocessing followed by control sampling would have to be executed before any reuse.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information.

Event description:
Addendum oct 10, 2022: for this event, the customer tested the device approximately two months prior with a positive result for the culture test. The device has not been in service since the prior test.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided from the user: none of the precleaning steps were performed. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the lens glue and the charged coupled device cover lens glue was chipped. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the deviation from the device reprocessing steps caused the event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.